Event description:
It was reported that the customer experienced an issue with the responsiveness of the touchscreen on their pump, which required multiple taps or a longer time to respond. There was no adverse impact to the customer's blood glucose level. Technical support educated the customer on how the pump prioritizes tasks and provided best practice tips for interacting with the touchscreen. Despite the customer following all instructions correctly, the issue persisted. The customer reverted to an alternate method of insulin therapy.